Manufacturer narrative:
Product event summary: the full lead was received, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both, the right atrial (ra) lead and right ventricular (rv) lead, had crossed an asd (atrial septal defect) into the left side of the heart. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.